Manufacturer narrative:
Assessment by merz: the events occurred in compatible local and temporal relationship. Injection site oedema (serious) and injection site pain (serious) are expected based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported sensation of pressure is considered as a symptom/ consequence of the event injection site oedema (serious). Strong confounding factors include the concomitant treatment with botulinum toxin, belotero intense and art fillers and the patient's previous history of oedema with other fillers. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with an unknown outcome. According to the physician, the corrective treatment was administered to prevent a life-threatening condition or to prevent permanent damage to a body structure or function. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious events injection site oedema and injection site pain because treatment was deemed necessary to prevent a life-threatening illness/permanent damage.

Event description:
Case description: this case was linked with case (B)(4)., referring to the same patient. This spontaneous report was received from a mexican physician and concerns a 48-year-old male patient (weight: 90 kg, height: 180 cm). The patient was injected with 3 ml (1 syringe) of radiesse for biostimulation, on (B)(6) 2025. The patient was concomitantly injected with 1 ml of belotero intense into the supraperiosteal plane of frontal region of the face, for facial volume enhancement, on (B)(6) 2025. Batch number was reported as b00048770. A 22 g cannula and retroinjection technique were used. Concomitantly, 67 units of botulinum toxin was injected into the frontal area, glabellar area, each side of the orbicularis, nasal area into each side of wolf lines for dynamic wrinkles, on (B)(6) 2025. The patient was injected with 13 units into the frontal area, 16 units into the glabellar area, 15 units each side of the orbicularis, 4 units into the nasal area and 2 units on each side of wolf lines for dynamic wrinkles. On the same occasion the patient was injected with 2 syringes of art filler volume into the temporal areas and nasolabial folds were. Products used were stored at room temperature. Topical anesthesia was applied. Medical history included insomnia and used substances that alter coagulation time (anticoagulants, antiplatelet agents, thrombolytics, anti-inflammatory drugs and other). Allergies or concomitant medications that were present in the body in the last 6 months prior to the report were ambiguously reported as none. Concomitant medication included alprazolam. Previous injections included botulinum toxin (dysport) on (B)(6) 2024. Previous complications following aesthetic injections included edema after restylane defyne injection into the tear trough and nasolabial folds, in (B)(6) 2024. On (B)(6) 2025, after the radiesse injection, the patient experienced pain and edema in the frontal region of the face. On (B)(6) 2025, sensation of pressure was reported. On (B)(6) 2025, facial edema in the frontal and periocular regions was observed, without changes in temperature or skin color. Initial pain intensity was reported as 3 out of 10. On (B)(6) 2025, pain intensity increased to 6 out of 10, with sensation of pressure. Corrective treatment included 10 units of hyaluronidase, celestamine ns (1 tablet every 12 hours for 5 days), ribotripsin (trypsin/chymotrypsin 18 mg) (2 tablets every 8 hours for 3 days) and endermologie. The outcome of the facial edema was unknown. Due to the provided information, the outcome of the event pain was considered as not resolved. In the opinion of the reporter, overall symptom intensity was reported as moderate, corrective treatment was administered to prevent a life-threatening condition or to prevent permanent damage to a body structure or function and the events were related to radiesse.